Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient suffered extreme physical pain, urinary incontinence, erosion of internal bodily tissue and other injuries, and had additional surgery (specifics unknown).all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.